Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, toric lens has rotated 15 degrees post operatively. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).